Manufacturer narrative:
(B)(4): the device manufacture date was documented as may 5, 2015 in the initial report. The device manufacture date has been updated as may 15, 2015.. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cutter could not be inserted into the device. It was determined that the bearings were worn out, loose and no longer in axial alignment that created a situation where the cutter was not able to be inserted and not allowing the cutter to pass through. It was determined that if the cutter was able to be inserted and the device was ran, then there would most certainly be heat above acceptable levels which caused the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearings on the attachment device had fallen apart. It was further determined that the device was missing buts; and that the cage was absent. It was noted in the service order that the attachment had become unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.